Manufacturer narrative:
Ge healthcare's (gehc) investigation has been completed and the root cause could not be determined. Neither the device logs nor the gehc field engineer inspection identified any source of malfunction, and the device passed checkout both before the case and in subsequent device testing. It is likely that the event was caused by either a transient obstruction/occlusion in the patient circuit (such as a kink) or a patient-related condition. The root cause of the loss of ventilation is undetermined. No further actions are planned by gehc.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a1, a5, and a6: no information available. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
The hospital reported a patient was connected to an aisys cs2 unit when it was alleged that there was difficulty ventilating the patient. It was alleged that the patient desaturated and experienced cardiac arrest. Ge healthcare will submit a follow-up report when the investigation has been completed.